Manufacturer narrative:
This report is submitted on january 25, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device; however it is unknown if this has occurred as of the date of this report.